Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed and the pump was performing as intended. Customer changed the pump supplies and resumed insulin delivery. Customers blood glucose was 250 mg/dl.